Manufacturer narrative:
Complaint (B)(4). No samples (actual or unused) were provided by the customer. Customer pictures received. No material# nor batch# was provided by the customer. No clarification or further information was received from the customer. Unfortunately, without basic information, a thorough investigation is not possible. We have forwarded the complaint to our affiliated headquarters for their information. This complaint is closed as cannot be determined due to insufficient information.

Event description:
Customer advised of a safety malfunction where the safety shield did not close around needle and the needle tip was exposed. Customer confirmed that no injury was sustained. The sample was discarded after photographs taken. Customer has not advised method used to activate the safety shield over the needle.